Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The visual examination of the returned component revealed a mechanical damage and deformed contact mechanism of l3 inside the motor protection switch. Based on the investigation results the reported event "ro turns itself off automatically when initiating t1-test" could be confirmed. Due to the missing phase l3, caused by the damaged and deformed contact mechanism of l3, the motor protection switch shuts of as intended. Most probable reason for that damaged mechanism was an improper switching of the motor protection switch by the user. If the motor protection switch has been tripped a minimum waiting period of at least 120 seconds must be passed, before resetting the motor protection switch. This time is needed for cooling down. The review of the machine files shows resets within a few seconds instead of 120s. The reported event occurred during the t1-test where no patient treatment has been started, no patient harm or user safety has been reported. The issue was solved on site by replacing the motor protection switch. During the switch replacement the power supply of the machine has to be shut off. The device history record related documentation has been reviewed. The device has been found to be conforming to the specifications and has been released without any discrepancies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported an aquab plus 2000 turns off automatically when initiating a t1 test. A burnt odor was noticed behind the card panel. The biomed tech confirmed the power switch was found with burnt and char marks, specifically to the top row of prongs on the back of the power switch device. After the device was replaced, the machine functional checks were completed and the machine was returned to service. The switch device was sent back to the manufacturer for evaluation. Photo evidence of the burnt prongs were provided. It was confirmed that there was no patient involvement associated with the reported event.